Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) values reached 350 mg/dl, while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction boluses.